Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and defib shock testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log does show the occurrence of the reported problem; however, it does not indicate a device malfunction. The log showed the device gave a cable fault error. Cable faults will prevent the device from delivering energy as it detects an issue with the delivery path connection. The multifunction cable or adapter used were not returned for evaluation. The investigation concluded the device is working as expected. No trend is associated with reports of this type.